Event description:
It was reported that the PICC was placed in the pt on (B)(6). The pt was in the process of having her first treatment of epirubicin, a vesicant chemotherapy drug, and it was noted that the redness of the drug leaking was seen under the dressing. The pt advised they could feel coldness going up through their shoulder. They use a chlorhexidine impregnated disc around the insertion site. The nurse removed the PICC and noticed that the PICC was leaking. The pt is going to have a hickman catheter placed.

Manufacturer narrative:
The device has been returned to the MFR, at this time, for eval. A lot history review (lhr) of rewf0138 showed no other similar product complaint(s) from this lot number.